Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.no prime anomaly noted. The unit daily total record for (B)(6) 2015 as follows: total insulin 39.725 units; the basal delivery of 20.225 and manual bolus of 19.500. Thds2 report matched report of daily totals for units; units of manual delivery and basal units. The insulin pump was monitored for 8 days and no unexpected bolus delivery was noted. The low reservoir alarm feature is working properly. However, the insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they had a delivery anomaly. The customer's blood glucose level at the time of incident was 138mg/dl. The customer's blood glucose level at the time of hospitalization was 88mg/dl. The customer states they received low reservoir alert after filling the reservoir. The customer states that prior to the alert, the customer had already filled reservoir. Troubleshoot for over delivery was conducted. The customer was advised that the device would have to be replaced and returned for analysis. The customer was advised to monitor their blood glucose levels until replacement arrives.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.